Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) had developed an itchy irritation on the patient's back. The irritation was prescribed an unknown ointment for the irritation. During a follow-up it was reported that the patient was still itchy but that the irritation had not worsened.